Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a mynxgrip vascular closure device ruptured. There was no patient injury reported. The device was clinically used and will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon on a mynxgrip vascular closure device ruptured. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. The products were not returned for analysis. The device history record (DHR) reviews of lot f1813001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the sheath most likely contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR reviews nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Updated complaint conclusion due to receipt of product analysis on 19- feb-2019: as reported, the balloon on a 6/7f mynxgrip vascular closure device (vcd) ruptured. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned for evaluation. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed on the balloon of the returned device and that the balloon cannot be inflated due to the catheter¿s lumen was clogged by dried contrast. Multiple attempts to inflate the balloon with water were exhausted. The balloon could not be inflated for examination. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 3 mm from the balloon proximal neck. A product history record (phr) review of lot f1813001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found during analysis could not be conclusively determined. Based on the limited information available for review and the product analysis, access site vessel characteristics (although not provided) and/or the condition of the procedural sheath most likely contributed to the balloon loss of pressure reported since a calcified vessel and/or a frayed tip sheath can cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery or vein. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.